Manufacturer narrative:
Date sent: 06/07/2007. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover broken off. The instrument was cycled and ejected the remaining 3 clips due to the cartridge condition. While we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right auxiliary lope node biopsy, after 20 clips the device stopped working. They got a new one to complete the procedure. No patient consequence. One device will be returned.